Event description:
During an ercp, the physician used a wilson-cook web extraction basket to facilitate removal of a biliary stone. Extraction of the stone was unsuccessful. A mechanical lithrotripsy was attempted, but to no avail. The drive wires of the basket broke. Prior to surgery to facilitate removal of the device, the pt went into cardiac arrest and expired.